Manufacturer narrative:
(B)(6). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by cloudy effluent. The cause of the peritonitis was not reported. The following day, the patient was hospitalized for the event. The cause of the peritonitis was not reported. Treatment for the event was not reported. Twelve days after hospital admission the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. The recovery status of the peritonitis was not reported. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.